Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed and no evidence of anomalies found.

Event description:
It was reported that during the implant procedure, when the physician went to screw the left ventricular competitor lead, the lead impedances were high. The physician wanted to reconnect the lead, but the lead was stuck in the device. After several attempts, the screw finally loosened. The screw was re-tightened, but the lead still would not move. There was only one vector on the lead with high impedance and the physician decided to keep the lead and use one configuration. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.